Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and discussed lead calcification build up due to a gradual increase of measurements observed. No adverse patient effects were reported. At this time, this lead remains in service.